Event description:
It was reported that an ilet pump¿s screen was unresponsive, and upon inspection under light a large crack across the touchscreen was identified; a replacement was arranged, and the user was advised on shutdown to avoid further alerts while continuing cgm use via dexcom g7. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture consistent with a stress-related problem affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.

Manufacturer narrative:
Initial.